Event description:
Olympus was informed that during an unspecified procedure, the user was attempting to insert forceps into the biopsy channel of the gastroscope when a piece of material fell into the patient's colon. The plastic piece was reportedly identified as a small rubber washer. The source of the plastic piece is unknown. In addition, it's unknown if the plastic piece was retrieved. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the report with no results.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was not able to confirm the user's experience. The biopsy channel, suction cylinder, and suction channel were examined with a boroscope and no residue or debris were found. However there were minor scratches inside the biopsy channel. In addition, the device had chips on the objective lens, multiple scratches on the distal end cover, and play on the control knobs. The device was serviced and returned to the user facility. The exact cause of the patient's outcome cannot be conclusively determined.